Event description:
Report received from a physician regarding a pt with no known allergies and no history or autoimmune disease, who received injections of hylaform in 2005 to the marionette lines. Immediately following the injection they experienced erythema at the injection sites. Two months later the pt was examined by the treating physician. The physician prescribed a one week course of keflex (cephalexin), and temovate (topical anti-inflammatory). At the time of this report the pt had not recovered. Production and quality control documentation for lot# u0413 were reviewed. The investigation showed that the product met specifications at release and no associated non-conformances were noted.